Event description:
(B)(6). I was using the fitness gear pro it 300, ste0006, fully inverted for situps to strengthen my back muscles. I heard a loud cracking and the inversion table flipped planting the leg braces in the wall behind me. The fitness gear pro relies on the particleboard wood backing to prevent the user from going past full inversion. After several uses, this can fail (as it did in my case) and lead the table to flip upside down. Examining the trajectory of the swing, the only thing that prevented me from cracking my head on the bar used to prevent a flip at rotational velocity was that the feet portion of my machine ended up to the wall.